Event description:
The customer's father reported via phone call that the insulin pump alarmed button error and that the customer was unable to clear the alarm. The customer's blood glucose was 402 mg/dl. The customer treated the high blood glucose with a manual injection. While troubleshooting, the customer did not recall any significant events leading to the alarm. The customer was advised that the insulin pump needed to be replaced. The customer's father was informed to have his daughter call back for a replacement insulin pump. The customer did not agree to return the product for analysis at the time of the call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.